Event description:
On (B)(6) 2024 a beta bionics (B)(6) reported an ilet user experienced a low blood glucose (bg) event. The event occurred on (B)(6) 2024. The user was trained on (B)(6) 2024 but started the ilet on (B)(6) 2024. Device start was delayed due to the user experiencing a severe hypoglycemic event on their previous regimen the day before their training visit. On (B)(6) 2024 a beta bionics customer care agent spoke with the user about the low bg event. The user reported that the low bg event occurred after her bg was high. The user stated her bg dropped to the 40s mg/dl. To treat the low the user was given honey, 4 glucose tabs and a glucagon shot administered by her father. The user did not have a seizure but did lose consciousness. The user did wake up and become coherent approximately 20 minutes later. No emt's were called. The user is currently not using the ilet until she speaks with her healthcare provider on (B)(6) 2024. Follow up attempts to determine if the user has restarted the ilet since the event have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged at "high" and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed since initial setup on (B)(6) 2024. The device was powered off on (B)(6) 2024 at 3:35pm and powered back on (B)(6) 2024 at 6:55am. Cartridge and infusion set change operations were logged on (B)(6) 2024 at 7:33am with 19 units primed during the tubing fill operation. No motor errors were logged to indicate inaccurate dosing. Data for the described event on (B)(6) 2024 was reviewed. Review of the ilet report shows the user was not wearing the ilet device consistently in the days leading up to the event. From the evening of (B)(6) 2024 to the morning of (B)(6) 2024 (the day of the event), there are only three cgm glucose values and associated insulin doses. When the device is started again on (B)(6) 2024, cgm glucose was 158 mg/dl and the ilet begins delivering insulin. The user announced a "usual" sized breakfast meal. The ilet suspended insulin at 8:05 am, when the cgm glucose was 145 mg/dl and starting to trend down. Cgm glucose goes below range from 8:59 am to 9:30 am, returns to range for approximately 40 minutes, and goes below range again from 10:09 am to 10:29 am. Throughout this period, the user spent approximately 25 non-consecutive minutes below 54 mg/dl. Insulin delivery was suspended throughout this event. Cgm glucose rises quickly after the second hypoglycemic period and does not go below range again before the device is powered off at 1:00 pm. Low glucose alerts triggered appropriately throughout the event but were not acknowledged by the user until 10:25 am. Based on the engineering logs, no evidence of device malfunction can be seen. The device appropriately triggered cgm related alerts and was not found to be making insulin delivery requests throughout the low events and did not resume until cgm glucose readings were above 100 mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the ilet report, and the device logs, the likely assignable causes of this hypoglycemic event are inconsistent use of the device in the days leading up to the event, and exogenous insulin taken before putting the ilet on. It is also possible the user underestimated the carbohydrate content of their meal, and the breakfast meal dose was too large.